Manufacturer narrative:
Complaint confirmed, the tip of the device broke. Evaluation indicated the extremity of the broken shaft is deformed, indicating the tip was bent before it broke. No further damage observed. A likely cause is prying/leveraging the device during use.

Event description:
On (B)(6) 2021 it was reported by a distributor representative via sems that an ar-4068-45r suture lasso broke during use. The broken piece was retrieved from the patient. The device was replaced and the case was completed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2021 it was reported by a distributor representative via sems that an ar-4068-45r suture lasso broke during use. The broken piece was retrieved from the patient. The device was replaced and the case was completed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.